Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, the doctor hooked the needle to the graft and tried pulling it, then the needle came off the thread. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two packs of device. The visual inspection of the sample noted 8 sutures and 17 needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened samples, two needles were received without a suture and appeared to have disengaged from the suture under tension. Normal needle crimp and swage marks were observed under magnification. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.